Event description:
New information received: patient was presented in the clinic and the notifier was tested with no response. Notifier was programmed with no response. It was recommended to perform testing with a radio frequency (rf) tower however due to unavailability of a tower it was not possible. Future attempts for testing with a rf tower were planned. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine device check. A vibratory notifier could not be felt. The device is part of the advisory. The patient was planned to be setup with merlin.net remote monitoring and brought back for further testing at a later date.